Manufacturer narrative:
Approximate age of device - 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. During a routine clinic visit, the patient reported low flow alarms occurring during the night. The was no adverse patient impact. Interrogation of the lvad system by the vad coordinator confirmed low speed operation alarms, with the pump speed dropping below 2000 rpms while the lvad system was connected to a mobile power unit. The patient would remain on external battery support. The clinicians requested an ungrounded patient cable for use by the patient while on power module. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. It should be noted that no log files or x-rays were submitted for evaluation. However, based on past experience with the heartmate ii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the mobile power unit (mpu) could be indicative of driveline damage. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support with no further issues reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.